Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked machine pressure value not coming suspect front end board and internal pressure cable. Coming suspect front end board and internal pressure cable. On (B)(6) 2024, fse replaced front end board from customer stock and checked if the machine was working ok. Observed machine more then 2.5 hours. Handed over the machine to customer in proper working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit's pressure is not coming. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.